Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was thoroughly inspected and analyzed. The lead was returned severed 210 millimeters (mm) from the terminal pin. Setscrew marks were noted on all terminals indicating the lead was properly seated in the header of the associated device. A 50 mm separation between the terminal end insulation and the anode ring was observed. This damage is consistent with a compromised medical adhesive bond between the insulation and the anode ring.

Event description:
Boston scientific received information that the patient implanted with this right atrial (ra) lead underwent a routine change out procedure. Prior to the procedure all lead measurements were acceptable. The lead was teste via pacing system analyzer (psa) and through the new device, again with acceptable measurements observed. The lead was inserted further into the device head and during the tug test the terminal pin separated from the lead. The lead was surgically abandoned. No new lead was implanted and the ra port was plugged on the new device. No adverse patient effects were reported.